Event description:
At the end of the procedure, the machine stated procedure complete and it passed the cavity assessment. When the tool was withdrawn tissue was clinging to the array and was reddened. When checked with the hysteroscope the tissue did not look as charred as it usually does. Vaginal bleeding noted at end of laparoscopy. Area rechecked with hysteroscope and multiple areas of the endometruim were bleeding. The tissue did not appear to have been ablated. A roller ball was used for cautery and fulguration of the vessels.======================manufacturer response for novasure uterine ablation, novasure (per site reporter).======================sent RMA and return box.